Event description:
Additional information received from the patient reported that she experienced a burning sensation and electrician. She told her doctor for two years that it wasn't working right, and her doctor went in and looked at it. After seven hours and years of the patient's life in hell, it was fixed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead lot# unknown, product type lead. (B)(4).

Event description:
The patient reported that the device had broken. The lead broke and was over by the bladder. It was noted that this was ¿7 years ago.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the lead was wrapped around itself and required a 7-hour surgery to remove. The patient stated they found out the lead was wrapped during the surgery. The patient stated it was unclear which issues were caused by her and what was an issue with the device. The patient noted she was tiny. There were no further complications that have been reported as a result of this event.